Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use were observed. During visual inspection, evidence of blood were observed on the cannula. The c-ring was not transected. The c-ring remained attached to the cannula due to the presence of retention rib. Scope wash tube was found bent at the center. As the scope wash tube is the part of the c- ring assembly and based on the result of evaluation the reported failure "bent -ring" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was bent and not functioning. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was bent and not functioning. A replacement device was used to complete the procedure. The hospital did not report any patient effects.